Event description:
On (B)(6) 2011, the initial report indicated the handle of the echotip ultra endoscopic ultrasound needle broke during use. The user indicated a section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2011 we received the product for evaluation. We confirmed the needle exhibited a bend at the pt end of the device. This type of occurrence has been established as a reportable event. The results of our evaluation were communicated back to the user in an effort to collect additional info regarding this occurrence (for example, if the bend in the needle occurred during shipment to cook for evaluation). Even after several attempts, no further info has been able to be collected. Therefore, this report is being provided out of an abundance of caution.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the initial report of handle breakage. During evaluation the needle detached near a kinked area at the base of the handle. In addition, a visual examination of the returned product confirmed numerous kinks along the entire length of the outer sheath. A severe kink was noted in the sheath/needle approx 6 cm from the distal end of the sheath. Due to the condition of the returned product needle extension could not be attempted during the evaluation. A product discrepancy or anomaly that could have contributed to this reported occurred was not observed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.